Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "seroma around the implant," "concerns regarding bia-alcl," "swelling and pain," and capsular contracture baker grade iii. The device remains implanted.